Event description:
It was reported that the touchscreen of the pump was unresponsive, with the screen freezing and preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.